Event description:
Customer reported experiencing a low blood glucose event with the lowest recorded level being 52 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment action and was advised by support to consult with a healthcare professional to discuss potential factors affecting their blood glucose levels. Customer acknowledged and understood the advice provided, and arrangements were made to return a cartridge for further assessment.